Manufacturer narrative:
The non-clinical activity was a routine inspection being performed by the user facility's biomedical engineer.

Event description:
It was reported that during the use of the device for a non-clinical activity, the roller pump display was intermittently working. There was no patient involvement.

Manufacturer narrative:
The reported complaint was non-verifiable as no product was returned. Multiple diligence attempts for part return were unsuccessful therefore further evaluation and root cause analysis could not be performed. Per the user facility's biomedical engineer, the local display and cable were replaced and there was not any issue since then. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.